Event description:
There was a report of port(s) leak from a gastrostomy tube. It was reported that the tube was leaking feed from the y port where the cap seals the port. The leak was very gradual.

Manufacturer narrative:
.